Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure as the device was fired the clips formed a 'v' shape and were malformed. The clips did not hold in place. Another device was used to complete the procedure. No pt consequences were reported.